Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4058m58 lead, implanted: (B)(6) 1992. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed ventricular tachycardia (vt) non sustained episodes with noise and a fracture was noted. It was also reported that high short interval counts (sic) were noted. The right atrial (ra) lead exhibited low pacing impedance. The rv lead and ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analyst commented, seven ventricular sic occurred from (B)(6) 2015. Four non sustained ventricular tachycardia (nsvt) episodes of greater than 220ms v-v cycle were recorded from (B)(6) 2014 to (B)(6) 2015.